Manufacturer narrative:
The manufacturer is in the process to obtain more information.

Event description:
The manufacturer was notified on 01 feb 2016 about a scientific poster that will be presented at the (B)(6) annual meeting in (B)(6) 2016. The poster refer 4 months later, a perceval implant, a trans-cutaneous aortic valve implantation (valve-in-valve tavi) using a balloon-expandable valve was undertaken. The procedure was done under general anesthesia. Access was via the femoral artery and tee (2-d and 3-d) was employed to guide positioning and to avoid entering the para-valvular space. The patient was prepared for femoro-femoral bypass in the event of hemodynamic collapse. The procedure was uneventful and the patient was extubated several hours later. Four months previously was admitted for mitral and aortic valve replacement. The mitral valve was replaced with a mechanical valve. The aortic annulus was calcified, and found to be too small to accommodate a mechanical valve, therefore a sutureless bioprosthesis was implanted. The patient was presently admitted due to severe chf with evidence of severe ai (central and paravalvular). CT scan showed kinking of the stent of the implanted aortic valve resulting in both central and paravalvular leakage.